Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based on the information from osh, there was the possibility that the reported phenomenon was attributed to the invasion of the foreign object to the subject device during the reprocessing and the insufficient reprocessing of the subject device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the reprocessing of the subject device at the user facility, it was found that the air/water nozzle of the subject device was blocked. There was no report of patient injury associated with this event. Olympus china (osh) checked the subject device and found that the reported phenomenon was duplicated, and also found that the foreign object came out from the air/water nozzle of the subject device.